Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements and a lead safety switch. This lead was also noted to have exhibited high thresholds. As the patient required more pacing, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information regarding this event is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited high out of range pace impedance measurements in which a lead safety switch occurred. Data review revealed the impedances had abrupt changes over the prior several months and inappropriate anti-tachycardia response episodes recorded as well. Boston scientific technical services recommended bringing in the patient for further evaluation. No adverse patient effects were reported.